Manufacturer narrative:
The device was sent to a third-party forensic laboratory for evaluation by the reporter. Electron microscope examination revealed that the opacity was due to abrasions on the surface of the lens. The x-ray detector found traces of aluminum.a review of the device history record (DHR) did not find any anomalies or non-conformities related to this event. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
An online journal reported that an intraocular lens was explanted due to central lens opacity. The lens opacity was noted 1-day postoperatively and was attributed to scratches on the lens surface. A replacement lens of the same model and diopter was implanted without patient injury.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.